Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft was implanted in patient for endovascular treatment of a ruptured thoracic aortic aneurysm. It was reported during the index procedure upon deployment, the stent graft did not release from the delivery system. The physician dissembled the handle on the delivery system following the instruction for use, and the stent graft was released. Per the physician, the cause of event was unknown. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation summary: the inability to deploy the stent graft could not be confirmed as the device had been disassembled during the procedure to allow for full deployment of the stent graft and could not be replicated during analysis. Previous investigation for silicone sticking to the tip capture lumen has been performed however, a definitive root cause could not be conclusively determined.